Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed all labels were still intact. No physical damage was found on the device. Upon inspection, customer problem was duplicated. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board (rtc included with circuit board). Replaced circuit board.

Event description:
There was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump multiple errors, saved values was not correct and rtc not operational. No patient injury reported.